Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
2/24/2021: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form and a passing acknowledgement 3 could not be located. The internal audit indicates that the MDR report number was created on 8/3/2018. A distributor contacted zoll to report that a patient had skin irritation under both of her breasts. The patient consulted a physician who prescribed a cream. Follow-up indicated that the irritation was improving.